Event description:
It was reported that the customer was in the emergency room due to unexplained high blood of 408mg/dl. Troubleshooting was performed. The time, date, and settings were correct. Assisted the caller to run the fixed prime test and the insulin did exit. Performed the high pressure test and passed. Instructed the spouse to remove the cannula, and it was not bent or occluded. Advised the caller to change the entire infusion set and reservoir. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.